Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the affected device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported that the inpatient unit experienced 24 hr chemotherapy infusions taking longer than expected. The user stated that some infusions are infusing over 25 to 28 hrs. Resulting in delays in discharge for patients with the cumulative effect over several days.